Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Troubleshooting was performed and the pump touchscreen was unresponsive and became frozen on the lock screen. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections as alternate insulin therapy.